Event description:
The customer reported bellavista1000 having multiple alarms: alarm 389 - no o2 dosing possible, 316 - blower failure and 401-inspiration valve or device leaky. Also, a smell of something burning started to come out while doing the test for tf 401. The vent was replaced and no harm caused to the patient.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file for the o2 gas path test shows alarm 389 as soon as o2 is connected. Press o2 regulated is slightly below test requirements 2.49 bar during test while the pressure does not change, however, when o2 valve is open (safety valve closed) there is a leak of 0.85 lpm on o2 flow. Advised customer that the o2 safety valve needs to be replaced. No root cause has been determined at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical determined root cause as due to to leaking o2 safety valve. For blower related issue, the root case was determined due to environmental contamination. The investigations performed on similar cases reported previously from this install base shows that extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. As a result of the overheating, the blower driver fets on the main electronics and blower were damaged. As a resolution, vyaire medical initiated replacement for the defective components.